Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital due to peritonitis which was untreatable and had a catheter pulled. The registered nurse (rn) stated the patient got it from the bowels. Upon follow up, the pd registered nurse (pdrn) stated the patient presented to the pd clinic with complaints of abdominal pain and cloudy effluent. The patient was sent to the hospital and admitted with a diagnosis of peritonitis. A pd effluent culture was obtained which resulted positive for escherichia coli (e. Coli). Additional bacteria of bowel source were contained in the culture; however, the organisms were not provided. The patient was administered antibiotic therapy with the initiation of vancomycin, cefepime, and fluconazole (route, dose, frequency, and duration unknown). Despite the antibiotics, the peritonitis was not clearing and each time the patient had a bowel movement the infection worsened. It was determined that the patient would require a transition to hemodialysis (hd). The patient's pd catheter (not a fresenius product) was pulled. The patient was permanently transitioned to hd therapy. The patient currently remains hospitalized and as a result no further information was available. The peritonitis cause has been attributed to the patient's bowel issues and is unrelated to use of the liberty select cycler or cycler set. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).